Event description:
Despite repeated attempts, very little info has been made available regarding this event that is reported to have occurred approx 2 years ago. A guidewire was allegedly used through an entry needle during a heart catheterization procedure. No damage or shearing of the guidewire coating (jacket) was noted during use. After the procedure, the pt developed a pulmonary embolism and subsequently expired. The cause of death was believed to be a fatal pulmonary embolism due to a deep vein thrombosis of the leg. The co has been advised that the physician has recently stated that an autopsy found a clot formed around foreign matter that was "most likely the jacket of the glidewire". There has been no corroboration of this statement. Multiple attempts to obtain add'l info have been unsuccessful.